Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. It was noted that when the patient experienced the xsyncopal episode she was moving furniture around the house. Upon interrogation, the right ventricular lead exhibited noise which could be reproduced. With isometrics. If the patient laughed or coughed, intermittent sensing occurred. The patient was stable and would continue to be monitored. No additional information was available at this time.